Manufacturer narrative:
It was reported that during a simple diagnostic heart cath, there was lint, but it is not much lint. Extra effort was made to wipe all catheters and wires before they were placed in the body. Hands repeatedly washed in fluid bowl to ensure no lint was present on gloves when handling equipment. Patient was discharged w/o incident. There have been no subsequent admissions for care. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
During a simple diagnostic heart cath, there was lint, but it is not much lint.